Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported "many knots and hardenings" and "capsular fibrosis which got worse and worse". Baker grade was not specified. This is for an unknown side. The device remains implanted.

Event description:
Patient reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.6b., h.6. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "many knots and hardenings" and "capsular fibrosis which got worse and worse". Baker grade was not specified. This is for an unknown side. Later, patient reported rupture and confirmed capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6.

Event description:
Patient reported unknown side "many knots and hardenings" and "capsular fibrosis which got worse and worse". Baker grade was not specified. Patient later reported rupture and confirmed capsular contracture baker grade iii. Patient additionally reported capsular contracture baker grade iii/IV and silicone leakage. The device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported unknown side "many knots and hardenings" and "capsular fibrosis which got worse and worse". Baker grade was not specified. Patient later reported rupture and confirmed capsular contracture baker grade iii. Patient additionally reported capsular contracture baker grade iii/IV and silicone leakage. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.